Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had undergone two debridements due to redness and inflammation at the lead incision site. The physician elected to explant the patient's paddle lead. The physician does not believe the infection was device related. The patient was given IV antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the dates of the debridements occurred on (B)(6) 2011. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead found them to be satisfactory.

Event description:
A report was received that the patient had undergone two debridements due to redness and inflammation at the lead incision site. The physician elected to explant the patient's paddle lead. The physician does not believe the infection was device related. The patient was given IV antibiotics and was reportedly doing well.